Event description:
Upon further investigation, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided. Evaluation of the device determined the device functioned as intended.

Manufacturer narrative:
Upon further investigation, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided. Evaluation of the device determined the device functioned as intended.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05663.

Event description:
It was reported that patient underwent unknown procedure. During the procedure the roll wheel did not operate properly, it did not advance the nitinol wire. Two additional units were available to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.